Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's scs ipg was explanted and replaced with a different model. The issue resolved with the surgical intervention.

Event description:
Additional information received identified the patient's surgery did not take place. Surgical intervention may be pending in the future. At this time, no additional information is available.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experiences pain at her scs ipg pocket site and the device has become non-functional. It was also reported the patient experienced uncomfortable pocket heating while charging. Surgical intervention was scheduled to address the issues. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.